Event description:
It was reported that the patient experienced high blood glucose and it was corrected by insulin pen event on (B)(6) 2026.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain name: (B)(6) street: (B)(6) country: USA. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545 manufacturing site: 8021545.